Event description:
It was noted that the overpouch was over folded and there was a worry it would result in a leak, so the kit was not used. No patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). Sample was not available for evaluation, therefore the root cause is undetermined. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4).